Manufacturer narrative:
The customer alleges that " the lights are flickering on the handle." No other details were provided and no patient injury/harm reported. The customer did not supply the part number, lot number or product description also the affected product was not returned. There is trending of laryngoscope handles no illuminating but without the product family, part number, or lot number it cannot be matched to a specific trend. At this time, the customer complaint cannot be confirmed or denied based on the information supplied by the customer.

Event description:
The customer alleges that " the lights are flickering on the handle." No other details were provided and no patient injury/harm reported.

Event description:
The customer alleges that " the lights are flickering on the handle." No other details were provided and no patient injury/harm reported.

Manufacturer narrative:
The date of report should have been 8-07-2018.